Event description:
The technician alleged that the head hi-low drifts down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.